Event description:
Additional information was received: the right iliac limb was found to have occluded. This required a balloon expandable stent to be implanted to successfully treat the occlusion. The patient had a small femoral aorta and iliac artery and this was the cause of the event. After the intervention the patient is fine.

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology were unremarkable with the aortic neck measuring 25 mm in length, 21 mm in diameter and no angulation. It was reported that the renal arteries were accurately marked on the screen and an angiogram was run 3 times. As the stent graft was being positioned it appeared that the physician was a little bit too high, but the physician thought the stent graft positioning was fine. After the stent graft was deployed the left renal artery was unintentionally partially covered by the top of the stent graft. Both renal arteries were successfully stented with bare metal renal stents (the right as a precautionary measure as it was not covered). There was good perfusion to both renals at the end of the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft misplacement, occlusion).

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (small femoral aorta and iliac artery), device failure/lack of effectiveness related to patient condition (small femoral aorta and iliac artery).